Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
While prepping a 5f mynx control vascular closure device (vcd), the doctor noticed some of the polyethylene glycol (peg) sealant started to come out of the sleeve where it was housed. Thus, it was unsafe to try to use to close the femoral access site. There was no reported patient injury. The product was stored as per labeling and opened in a sterile field. The user was trained with the device. The device will be returned for evaluation.

Manufacturer narrative:
This is one of three products involved with the reported event. The medical device reporting reference number for the other event is 3004939290-2021-02053 and 3004939290-2021-02052. While prepping a 5f mynx control vascular closure device (vcd), the doctor noticed some of the polyethylene glycol (peg) sealant started to come out of the sleeves where it was housed. Thus, it was unsafe to try to use to close the femoral access site. There was no reported patient injury. The product was stored as per labeling and opened in a sterile field. The user was trained with the device. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The procedural sheath was not returned, and the sealant was observed at the distal end of the sealant sleeves, with no exposure to blood. Per microscopic analysis, the sealant¿s outer sleeve was frayed and kinked. The condition may result in insertion difficulty. Per functional analysis, the sheath involved in the reported complaint was not returned for investigation. An insertion test was not performed on the received device due to the damaged sealant sleeves. A product history record (phr) review of lot f2029401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature/during prep¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Damage to the sealant sleeves may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. If the outer sleeve is damaged/shredded during insertion into sheath, that could obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.